Event description:
It was reported to boston scientific corporation that an uphold lite was used during an anterior repair procedure performed on (B)(6) 2013. According to the complainant, the suture broke outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown,however, it was reported the patient was over 18 years. (B)(4).